Event description:
Information received indicates the brake will not engage at the head end of the stretcher.

Manufacturer narrative:
The technician found the head end brake linkage was broken. The technician installed a brake/steer upgrade to repair the stretcher.